Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 21:14:19. During night drain cycle four, the patient's ultrafiltration reading was 1477ml, indicating the home patient (hp) drained 1477ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Review of the event log revealed the cycle 4 drain was completed on (B)(4) 2012 at 03:35:57 and the user's actual drain volume during cycle 4 was 1919 ml. The actual drain volume of 1919 ml is 95.95% of the largest prescribed fill volume (lpfv) of 2000 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.